Event description:
It was reported that during a new system implant the physician had difficulty inserting the atrial lead into the atrial port of the device header. The set screw was loosened and silicone oil was used on the pin but connection was still unsuccessful. The device was replaced. There were no complications and the patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to insert the atrial lead into the header was not confirmed in the laboratory. The device was tested on the bench and a test lead was fully inserted into the atrial port. The cause of the field event could not be determined.